Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 511 mg/dl. The customer treated with 10 unit bolus. The customer stated that her blood glucose was over 500 mg/dl and she had the infusion set where she had stretch marks and the tubing is very long and had it down her pants. The customer stated that she will change the set out. The product was not returned for analysis.